Manufacturer narrative:
Product event summary: the balloon catheter 2af284 with lot number 53068 and data files were returned and analyzed. The data files confirmed system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ on application 11 with the catheter. Data files showed at least 11 applications were performed with this catheter on the date of the event. The data files confirmed system notice 50005 ¿leak detection¿ and 50006 ¿blood detection¿ on the date of the event. Visual inspection of the balloon catheter showed the mapping catheter is stuck inside the balloon. Both balloons were ruptured and were full of blood in the balloons and also at the coaxial port of the balloon handle and the balloon catheter was unable to be retracted from the sheath. The balloon was disinfected and flushed several times to remove the blood. The smart chip reading showed the balloon catheter was used for 11 injections. The balloon catheter was defective due to both balloons burst and rupture and was unable to test. There was no kink on guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to double balloons rupture. This event is being reported as an adverse event due to the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection along with another system notice indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was found in the coaxial connector. The balloon appeared to be damaged. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.